Event description:
A ventilator was retuned to a third party service center for evaluation. There was no patient harm or injury reported. During the evaluation of the ventilator at the third party service center, a malfunction of the external flow sensor was observed. The device's external flow sensor needs replaced to address the issue.